Manufacturer narrative:
Article citation: de silva, I. M., teague, j. A., & blake, w. (2013). Breast implant associated anaplastic large cell lymphoma: a case report and reconstructive option. Journal of plastic reconstructive and aesthetic surgery. Https://doi.org/10.1016/j.bjps.2013.04.049. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: recurrent seroma and right breast swelled dramatically.

Event description:
Healthcare professional reported right side recurrent seroma. Through journal article "breast implant associated anaplastic large cell lymphoma: a case report and reconstructive option", healthcare professional confirmed recurrent seroma. Patient's representative later reported "right breast swelled dramatically", "experienced extreme fatigue"(deemed not device related), and "underwent further surgery.for the removal, cleaning and re-insertion of the right breast prosthesis." Device has been explanted and replaced. Patient was diagnosed with bia-alcl at a future date after this device was removed.